Manufacturer narrative:
Product event summary: the device was returned and analyzed. There were no anomalies found.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed and no anomalies were found. The device was subsequently returned and analysis found a set screw with a rounded socket.

Event description:
It was reported that during a follow-up on the same day of the implantable pulse generator (ipg) implant, there was no capture in the right ventricle (rv) channel. The physician decided to reposition the rv lead the next day. After repositioning the lead, the physician tried to reconnect the lead to the ipg but wasn't able to fix it safely in the header with the screw. They suspected the header was broken. Another ipg was implanted and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).